Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation/allergic reaction. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Advises: at least once a day, use the pods viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported experiencing skin irritation after pod wear. She described the rash as blister-causing, red, raised, and extremely itchy. She went to a dermatologist who diagnosed it as an allergic reaction and recommended triamcinolone ointment.